Event description:
Patient was preparing a daily infusion of tpn via gemstar infusion pump. The patient was new to tpn and had only been on therapy at home for a few days. On (B)(6) 2013, she had difficulty priming the tubing. The fluid was flowing through the tubing, but the air removing filter was not filling with yellow fluid as normal. The patient used the tubing set to administer therapy, without reported problems. Rx: total parenteral nutrition 1780 ml over 14 hours (with a taper period of 2 hours up and 2 hours down) daily. This was the first reported event of this kind at (B)(4) and the product was not retrieved.